Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the stitching inside the loop failed. The failure was found before use. No injury was sustained. Sling failure found before use.

Manufacturer narrative:
Arjo received a complaint indicating that the stitching inside of the sling loop had failed. No injuries to a patient were reported. It has been established that the sling was not being used for patient handling at the time of the event. The sling failure was noticed before use. The sling had 4 loops which are intended to be used as attachments to the lift spreader bar. The arjo representative evaluated the sling after the event. The visual inspection confirmed the sling loop stitching failure. The sling was returned to the manufacturer for further evaluation. The manufacturer made a visual inspection which showed that one out of four loops failed at stitching, no discrepancies in the sewing method were noticed. The instruction for use of the loop sling stated that before and after every use the caregiver should check the sling for signs of any deviations : "check part of the sling the complete sling should be checked for all deviations, listed below. If any of these deviations are visible, replace the sling immediately: fraying. Loose stitching. Tears. Holes. Discoloration or stains from bleaching. Sling soiled or stained. Unreadable or damaged label¿. Based on the information provided in the instruction for use the sling showing signs of unstitching should be withdrawn and replaced. In the investigated complaint the customer noticed the stitching malfunction and, following the IFU, reported sling failure to arjo. Sum up, no other loop failures were found in the same product code or lot/batch number, therefore we consider that this single loop failure as a singular occurrence. Based on the above, the cause of the stitching failure cannot be determined. To sum up, it was reported by the customer that the stitching inside of the sling loop failed, and from that perspective, the sling did not meet the manufacturer¿s specifications. No patient involvement nor injuries were reported in relation to this failure. This complaint has been determined reportable due to reported malfunction: stitching inside of the sling loop had failed.

Manufacturer narrative:
The collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.